Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead was observed on electrogram (egm) with oversensing which resulted in inappropriate therapy. There were also multiple high impedance measurements. The lead was replaced with a competitor product. No further patient complications have been reported as a result of this event.